Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Contact address: (B)(4).

Event description:
The customer reported the ventilator alarmed air source fault at out of box. The customer reported there was no patient involvement.

Manufacturer narrative:
The unit was returned directly for failure investigation (fi). Fi was not able to replicate any of the reported failure modes and the unit passed alarm testing; no root cause could be determined. The determination can¿t be made that the device failed to meet specifications.